Manufacturer narrative:
(B)(4). Evaluation summary: the (B)(4) performed an evaluation on the home choice device for the reported malfunction of iipv. The iipv was confirmed in the logs and not duplicated during the (B)(4)evaluation. The most probable cause was determined to be insufficient drain: one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be routed to the service area to be serviced. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.

Event description:
A customer contacted baxter's (B)(4) to request assistance with the homechoice (hc) as the homepatient (hp) was still draining in drain 5 of 5. The drain volume was 4256 ml. The hp was not having any symptoms. The hp said that he used 2.5% dextrose. The hp reviewed program: continuous cycling peritoneal dialysis, total volume was 11l, fill volume was 2l, and last fill was 1l. Based on these numbers this event meets increased intra-peritoneal volume (iipv) criteria. Tsr will swap the device. According to the nurse she was aware of the patient's excessive drain and she is unsure of what may have caused him to drain an excessive amount. The nurse stated she does not understand what was wrong and whether it was programming. The nurse stated that the patient has received a new device since this event and she has not heard of any reported issues thus far. There was no patient injury or medical intervention.